Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the device has a defibrillation issue. There was no patient or user involvement.

Manufacturer narrative:
This is a duplicate of pr (B)(4) with MDR number 1218950-2017-07433.